Manufacturer narrative:
The reported event was the lead could not be fixed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.

Event description:
It was reported, that the patient presented for implant procedure. During the procedure, the atrial lead unable to be implanted. As the lead could not make a good contact with the atrial tissue. The atrial lead was not used. And replaced during the procedure. The patient was stable throughout.